Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 11-106052, r/b rloc lhole shl 52mm sz 23, 394190; ep-108323, e-poly 36mm +3 hiwall lnr sz23, 821420; 650-1057, cer bioloxd option hd 36mm, 411390; 650-1064, cer option type 1 tpr sleve -6, 231850. Product location unknown.

Event description:
It is reported that during a stem removal procedure, the surgeon used solid and flexible osteotomes to debride the bone implant interface around the press-fit femoral stem. However, the stem could not be disengaged, resulting in an extended trochanteric osteotomy. Attempts have been made; however, no further information is available.